Event description:
This is the first of 2 reports (same product ID, same product problem, same user facility, different patients). After approx 5 minutes of usage, the handpiece appeared to cease aspirating. On closer examination, it was evident that there was a "wad" of plastic occluding the lumen of the tip. The device was in contact with patient. There was no patient injury. The event led to an increase in surgery time for 20 minutes. There was no reported impact on the patient. The tip was replaced. Type of surgery performed was a neurosurgical tumour debulk. Patient age, gender and product lot number were unk.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.